Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported by customer¿s daughter via phone call that they were hospitalized on (B)(6) 2020 due to high blood glucose and diabetic ketoacidosis. Blood glucose level was 500 mg/dl at the time of admission. Customer was treated with insulin drip while in the emergency room. Customer also reported that the insulin pump had compromised force sensor system alarm. Customer stated that the drive support cap was normal. The customer was still in the hospital at the time of the call and could not troubleshoot due to the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was above 500 mg/dl. Customer also stated that the insulin pump had compromised force sensor system alarm. Customer stated that drive support cap was normal. The customer was assisted with troubleshooting. The customer was in hospital and did not have any sets or reservoirs with them. The insulin pump will be returned for analysis.